Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 07/27/2016 with the following findings: on investigation there was no evidence of moisture observed before opening pump. A leak test failed due to a case seal leak. There was a crack between case seal & display lens corner. There was evidence of moisture inside the pump on the force sensor plate/transceiver board. Investigation confirmed the complaint. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (case damage w/moisture) issue. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment. There was no indication that the product caused or contributed to an adverse event.